Event description:
It was reported that on (B)(6) 2011, the patient had a 2.75 x 28 mm promus stent implanted in the 80% stenosed mid right coronary artery (rca). Post procedure stenosis was noted to be 0%. Cardiac catherization performed in (B)(6) 2011 and on (B)(6) 2012, demonstrated that the promus stent was patent. Reportedly, the patient had been feeing well, without any chest pain or significant shortness of breath. In the early morning of (B)(6) 2012, the patient experienced cardiac arrest while asleep. The patient's wife noticed that he was having difficulty breathing, and she initiated cardiopulmonary resuscitation (CPR) while emergency medical service (ems) was summoned. Upon arrival of ems, the patient was found to be in ventricular fibrillation and defibrillation was performed. Epinephrine was given and the patient was intubated. The patient was noted to have seizure activity during resuscitation. Upon arrival at the hospital, EKG noted no acute changes. Troponin was noted to be slightly elevated. Echocardiogram showed a dramatic decrease in ejection fraction to between 10% to 15%. The cause of the cardiac arrest is unclear, since the patient had global hypokinesis. The patient had a head CT, which findings may be consistent with generalized brain edema, but this was not definite. Medications were given to the patient to treat the seizure symptoms and the patient was kept under sedation. It was determined that the patient had suffered significant anoxic brain injury as a result of the cardiac arrest. The patient's family elected to withdraw the patient from life support on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ventricular fibrillation and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events.although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.